Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was noted to be depleting quickly, approximately 90% over 8 hours. The customer's blood glucose level ranged from 60 to 150 mg/dl. Tandem technical support reviewed pump data and observed the reported depletion in the pump logs. Reportedly, the customer continued to use the pump for insulin therapy.